Event description:
As reported by the exactech vantage total ankle study, approximately 2 years and 10 months post the initial left total ankle arthroplasty, the patient returned for a follow up due to pain. The patient has tried physical therapy and a home exercise program, but the pain is worsening. The pain is isolated to the posteromedial ankle. The patient has left posterior tibial tendinitis/partial tearing in the setting of prior total ankle arthroplasty. The patient was revised 3 months later and the tibial plate and talar components were removed. The outcome is considered to be continuing.

Manufacturer narrative:
D10 - concomitants: 350-01-02 - talar implant sz 2 lt: 6706278. 350-10-04 - ankle sz 4 locking clip: 6624537. The cause of the patient¿s tendonitis/partial tear and pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.